Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not responding and could not be calibrated. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) provided the customer with the part number and price of the replacement touchscreen for repair and discussed the touchscreen replacement per the service manual with the customer.

Manufacturer narrative:
Per good faith effort (gfe) response received, the customer stated that the repair was completed with a replacement touchscreen. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.